Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), did not undergo an essure confirmation test" were added. Lot number was added. Product explant date was added. New reporter were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the right device external coils fractured the midportion and were retrieved in three pieces separate from the internal coil. Both devices were inspected, and they appeared to be intact") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included umbilical hernia. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event device breakage was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), device breakage ("the right device external coils fractured the midportion and were retrieved in three pieces separate from the internal coil. Both devices were inspected, and they appeared to be intact") and genital haemorrhage ("heavy abnormal bleeding / abnormal bleeding (general)") in an adult female patient who had essure (batch no. 626147) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included umbilical hernia. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy menstrual bleeding/ prolonged and abnormal menstruation /abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("abnormally severe menstrual pain") and menorrhagia ("abnormally heavy menstrual bleeding/prolonged and abnormal menstruation"). The patient was treated with surgery (admitted in order to undergo bilateral salpingectomy and removal of the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff was even subsequently forced to undergo one or more surgeries to remove one or more of the essure coils. Most recent follow-up information incorporated above includes: on 22-sep-2017: f/u summons received-product stop date changed from (B)(6) 2013 to (B)(6) 2013. Event abnormally severe menstrual pain and abnormally heavy menstrual bleeding/prolonged/abnormal menstruation was added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.